Event description:
It was reported the right atrial (ra) lead dislodged on two separate occasions. The ra lead was explanted and replaced. It was also reported that there was possible blood in the device header while extracting atrial lead. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned, analysis was performed and no anomalies were found. The returned device had foreign material in the connector.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.